Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that they were in the rain with the insulin pump under their cloths. Customer stated that the buttons were responding. Customer's blood glucose reading at the time of the call was 6.9 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.